Manufacturer narrative:
Investigation evaluation: during our evaluation of the device the needle was extended outside of the sheath upon return. The handle was manipulated multiple times and the needle would not advance or retract suggesting that the needle was separated from the cannulated hub. The handle was disassembled and it was found that the needle had separated from the cannulated hub. All four fiducials were present. The needle being separated from the cannulated hub is a possible cause for the user not being able to deploy fiducials as intended. The stylet wire was kinked on the proximal end. There were two kinks in the needle at 22 cm and at 26 cm from the proximal end of the needle. The location of the kinks in the needle would be in the area of the distal end of the handle of the device, which could possible be from excessive pressure during handling the device or during preparation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device. Failure to retract needle may result in damage to endoscope. The instructions for use states: slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials. The instructions for use states: to place a fiducial, depress thumb ring while stabilizing stylet. Continue applying pressure until tactile feedback and ultrasound visualization indicates fiducial has been deployed. Fluoroscopy may also be used to aid in visualizing placement of fiducials. The instructions for use states: attach device to accessory channel port. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope. Attaching the needle to the endoscope will also aid in preserving the device integrity and function. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to advancement and/or retraction difficulties. Kinks or bends in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. The device would not work; the physician could not deliver the needle [unable to deploy fiducial]. There was no harm to the patient and no additional procedures or intervention were required due to this occurrence. The device was received for evaluation on 02/04/2016. During an initial evaluation it was found that the needle had separated from the handle cannula.